Event description:
On may 26, 2006 baxter received a letter reporting that her father was a patient in the ICU at medical center as a result of a fall down a flight of stairs in february 2005. During his course of therapy in ICU, his doctors ordered a crrt. They started using one of b14, blood monitoring pump for him in 2005. After using the pump for about 24 hours, his condition improved. Sometime during the morning of saturday, the pump started giving an error message. The nephrology nurse attempted to troubleshoot the device, but could not. Starting on saturday, the nurse began calling baxter representative, she asked to come to the hospital and fix the pump as she could not trouble-shoot it, but according to reporter, he refused. They then tried a second pump that also malfunctioned. The other pumps owned by the hospital were being used by other patients. The patient's daughter expressed her disappointment stating that, as a result of this situation, her father was never again able to utilize a blood monitoring pump that seemed to be improving his condition, since he died in 2005.